Manufacturer narrative:
Our distributor performed a system service check on the veris mr vital signs monitor. The system was performing to specification. The customer then requested that further testing be performed by medrad corporate. The system is currently on its way from (B)(6). Once our evaluation is complete, a follow-up report will be submitted.

Event description:
The biomedical engineer at the site reported the following by e-mail (note that this is an excerpt): the MRI team has encountered an unfortunate event involving the use of the above mentioned monitor. We are not able to reveal too much about the case at this moment, but the team has stated the following in their report. "I had check with the radiographer on duty that she had confirmed the spo2 reading of 91% during the scan. Is the veris monitoring system reflecting the correct spo2 reading for some ill patient?" For a little background, the patient's spo2 was noted to be at the 91% level at the commencement of the scan though with connected to a 1-litre oxygen supply. Hence, a 2-litre oxygen supply was used instead. When the first evaluation of the unit was performed by our distributor, the staff member that was reportedly operating the system explained that at the time of the patient's death, the veris still read an spo2 of 91%. Our medrad representative in (B)(4) and our distributor representative then went to the site to gather additional information regarding the event, including the patient's age, sex and weight, on (B)(6) 2010. Every time they would ask a question, the response was that it was an unfortunate event and they didn't want to discuss it. No further information could be obtained.